Manufacturer narrative:
Findings: unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, pillowing keypad overlay, severely faded serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack on the case. Customer's blood glucose was 101 mg/dl. The device was not dropped or bumped, nor was the customer in a car accident. The crack is seen on the reservoir compartment and the ring is broken. Customer is unaware how the damage occurred. Customer was advised the insulin pump needed to be replaced and customer agreed. The insulin pump will return for analysis.